Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found the cannula retracted and the needle did not retract as intended. This indicates that a needle mechanism failure occurred. It was also reported that there was blood at the infusion site (abdomen.) The patients blood glucose levels reached 220 mg/dl while wearing the pod for less than an hour. As treatment the patient replaced the pod. The pod has been discarded.